Manufacturer narrative:
For device turning on and up by itself.

Event description:
It was reported that stimulation increased to an uncomfortable level after the patient hit the implantable neurostimulator on a post. The patient was unable to adjust stimulation or turn stimulation off. The patient went to the emergency room. It was also reported that the device has turned on by itself and turned up from 0 volts multiple times, even after being programmed down to 0 volts on all programs. The patient was seen in clinic. The patient programmer and recharger communicated with the implantable neurostimulator. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.